Event description:
The tensioner would not tension the cables. This event occurred during the sales rep's demonstration; therefore, there was no pt involvement.

Manufacturer narrative:
Eval results indicate the device was manufactured according to an earlier revision. Corrective action was implemented to improve the design of the earlier version.